Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow-up, the computerized tomography (CT) scan showed thrombus on the face of the watchman flx device. No other details were provided. It was further reported that on (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The pre-antithrombotic medication was warfarin. At the 45-day follow-up, a device related thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. The post- antithrombotic medication was aspirin 81mg and warfarin therapeutic. It is unknown if the patient was on the prescribed aspirin regimen as directed in the IFU. Imaging and additional information were requested from the physician.

Manufacturer narrative:
B3: date of event: estimated based on aware date of (B)(6) 2020.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow-up, the computerized tomography (CT) scan showed thrombus on the face of the watchman flx device. No other details were provided. It was further reported that on (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The pre-antithrombotic medication was warfarin. At the 45-day follow-up, a device related thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. The post- antithrombotic medication was aspirin 81mg and warfarin therapeutic. Boston scientific was not notified of the alleged thrombus at the time of the 45-day follow-up echocardiogram. It is unknown if the patient was on the prescribed aspirin regimen as directed in the IFU. Imaging and additional information were requested from the physician. Imaging was reviewed from a third party, which noted that the alleged device related thrombus event was not confirmed.

Manufacturer narrative:
B3: date of event corrected from (B)(6) 2020 to (B)(6) 2020. H6: impact codes corrected from serious injury/ illness/ impairment - f12 to no health consequences or impact - f26 and medication required - f2303. H6: evaluation conclusion codes corrected from known inherent risk of device - d12 to no problem detected - d14.

Manufacturer narrative:
Date of event: estimated based on aware date of 08dec2020.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow-up, the computerized tomography (CT) scan showed thrombus on the face of the watchman flx device. No other details were provided.